Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received and this pacemaker had entered safety mode, and was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed, visual inspection showed no anomalies. Interrogation of the device confirmed it was operating in safety mode. Review of the device memory noted no other fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received and this pacemaker had entered safety mode, and was successfully replaced. No additional adverse patient effects were reported.